Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 year and 7 months after the dental implant was installed in patient's mouth, it was verified its loss of osseointegration. The 45 ncm of primary stability was achieved and immediate load was performed. The patient presented bone type ii.